Manufacturer narrative:
The quality control was within normal range and no instrument issues were found with the system during the event. The cause for the discordant advia centaur xp (B)(6) results is unknown. Siemens is unable to rule out preanalytical issues that could possibly attribute to the initial (B)(6) results. The recommendation for the customer is to review sample handling to ensure the samples are allowed to clot properly and spun appropriately. The instrument is performing within specifications. No further evaluation of the device is required. The us IFU states in the limitation section: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture."

Event description:
(B)(6) results were obtained for samples from two patients during physical examination. The samples were repeated and the results were (B)(6). Corrected reports were issued. The (B)(6) results were in agreement with the clinical pictures of the patients. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.